Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown; product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the connection site from the lead and the extension was pressing on the patient's head and got a little shock. They were rubbing their whole head and at the connection site they got a little tingle/shock. The patient was to follow up with the hcp and make sure there was no damage to the system. This was considered a gradual change in therapy/symptoms. No further complications were reported as a result of this event.